Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they reported the bed to bed overview was not working for any of the monitors in the unit. The rse had the customer restart the alarm reflection master; however, it did not resolve the issue. After exhausting various means of troubleshooting, the rse dispatched a philips field service engineer (fse) onsite, but the customer cancelled the work order. The cause of the reported problem was not confirmed. During investigation the reported problem turned out to be not reportable. Caregroup alarms are a secondary alarm notification system, and are not intended for primary notification of alarms, physiological data, or demographic data. Primary alarming continues to operate at the bedside in addition to alarms that will continue if this device were networked to a central monitor.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the alarm did not show up on the monitor. The device was in use on patient at time of event, there was no adverse event reported.